Event description:
The account alleged the bed is not communicating with the nurse call system. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.